Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited intermittent image fault and scope communication error (e226). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information of the final investigation. Updated fields: b5; g3; h2; h6 and h11. In addition, the following reportable malfunction was identified during the device evaluation: detachment of video connector socket. A root cause could not be identified. Based on the result of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had a detachment of the video connector socket. There was no patient involvement.